Event description:
Customer reportedly received result of 126 mg/dl on the aviva system and 77 mg/dl on lab value within 10 minutes. Customer stated arterial blood was used to test on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device however customer did not return the test strips; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.

Event description:
When total hip pack was opened, foreign object was visualized on corner position on another wrapped pack inside.